Event description:
It was reported to boston scientific corporation that a prefyx prepubic sling system was implanted on (B)(6) 2009.according to the complainant, post-procedure, the patient experienced pain, disability and disfigurement.according to the physician's office, it was stated that the patient did not present with any complications. All other information is unknown and unavailable.